Manufacturer narrative:
(B)(4).

Event description:
The user stated he had an issue with one of the rinse probes not aspirating and he received questionable results for patient samples. The samples were repeated on p module serial number (B)(4). Of the data provided, results for 39 patient samples were discrepant. All data is included in the attachment to the medwatch. The initial results were reported outside the laboratory. The user stated they do not believe any patients were affected by the incorrect results that were reported as the results went out during the night and were corrected before 8 am. The creatinine, c4, calcium, bicarbonate and total protein reagent lot numbers were not provided. The field service representative determined there was a problem with the rinse mechanism operation. He observed the rinse nozzle tubing was occluded and replaced sections of the tubing. He removed, cleaned and reinstalled the waste valves and then replaced the waste valves as they were worn. He completed mechanism checks and to verify the analyzer operation, he performed quality control and precision testing with result within acceptable range.